Manufacturer narrative:
The investigation for the reported "aic - buzzer/ alarm inaudible" has been completed. The product was returned and the "aic - buzzer/ alarm inaudible" was not confirmed. Imc logs were reviewed and deemed irrelevant for this failure mode. Console was plugged into ac power and battery switch was engaged; console was then powered on. While powered on, the battery switch was then disengaged intentionally to create an alarm. When the battery failure alarm triggered, the red alarm banner was present on screen however no audible tone could be heard. Console interior connections were checked and verified. It was observed that the speaker cable was disconnected. After connecting the speaker cable, the same test was run. The alarm tone was audible after reconnecting the speaker wire. The cause of the aic issue was a loose connector. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported absence of audible alarms on automated impella controller (aic) during an in-service. There was no patient involved. During investigation, team observed a lack of buzzer/ alarm sound.